Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. A preliminary analysis was performed and information listed below. Additional information will be submitted within 30 days from receipt. Concomitant devices included an unknown snare. A review of the manufacturing documentation associated with this lot presented no issues or anomalies during the manufacturing process that can be related to the reported complaint. The preliminary analysis was completed and the product was returned separated in two at 8.5cm from distal portion. An unknown guide wire was also received.

Event description:
During the index procedure the tip of the nylex catheter had become detached. The device was used for a contralateral procedure. The catheter was inserted over a guidewire and then was inserted into the aorta. Once the catheter was inside the patient, the physician noticed the tip had become detached. The catheter was removed and a snare was used to remove the catheter tip from the patient. It was indicated that there was a previously implanted self-expanding nitinol stent in the iliac artery and the nylex catheter passed through this stent. The nylex catheter, detached tip, and wire used was returned for analysis.

Manufacturer narrative:
During the index procedure, the tip of the nylex catheter detached and separated in the patient. The catheter was inserted over a guidewire via contralateral approach and was advanced into the aorta through a previously implanted self-expanding nitinol stent in the iliac artery. At this point the physician noticed the catheter tip had become detached. The catheter was removed and a snare was used to remove the catheter tip from the patient. The device was stored correctly and no damage to the packaging or device was noted prior to use. There was no resistance while advancing the device over the guidewire, no kinking was reported and no excessive torquing was required. An experienced consultant was using the device. There was no reported patient injury. One non sterile 4f diagnostic catheter was received coiled in a plastic bag. The catheter tip was received detached at fusing section. Elongation traces were observed around fusing area. Additionally, an unknown guide wire was received in the same plastic bag. The catheter was submitted to sem analysis and catheter tip/body elongations could be observed through their whole circumferences; the lumen presented an oval shape, both characteristics suggest possible stretching. Both the body and the tip presented evidence of fusing. The catheter outer and inner diameter was measured next to the fracture zone and values were found within dimensional specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No inventory on hand of the reported lot was available at distribution center. The tip separation reported by the customer was confirmed. The exact cause of tip separation could not be conclusively determined. However, it is not related to the manufacturing fusing process since the catheter body and tip presented evidence of fusing. Therefore, no corrective and preventive actions will be taken at this time. With the information available, it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling.

Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous right coronary artery (rca). The lesion was predilated, and the 2.75x28mm taxus liberte stent delivery system was advanced. However it was unable to cross the lesion, and the stent strut was lifted. The procedure was completed with a different device with no patient complications. The patient condition post procedure was reported to be "good".